Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and hospitalization. The procedure was completed as planned with no delays. A chest x-ray was taken after the procedure, a pneumothorax was detected; a chest tube was placed to resolve it. The physician believed the pneumothorax was not ion-related. There was no device malfunction reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.